Event description:
Patient has a history of the solyx mid-urethral sling placed approximately 2 years ago. She has had increasing pain over the sling site and pain with intercourse. Examination in the office revealed a mid-urethral sling located near the bladder neck. It was very tender to the touch and confirmed her clinical symptoms.